Event description:
The customer also reported that they had experienced the tabs of the packaging catching the tip of the catheter causing tip detachment. No further info was provided by the customer. This is one of two reports for this complaint: 1628221-2011-00020.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Six unused units from the same fusing lot number as the suspect device were inspected and tested. The inspected and tested units exceeded that minimum tensile specifications. Two devices were cut open after rigorous stress flexing and no anomalies were found. Thirty additional units from the same fusing lot number as the suspect device were tested. The catheter tip did not detach from any of the thirty devices tested. Unable to determine the root cause of the reported failure without the suspect device. Devices met specifications. No conclusion can be drawn. Evaluation: method: device history record was reviewed, complaint database was reviewed, similar devices were evaluated. Results: unable to determine the root cause of the reported failure. Conclusions: no conclusion can be drawn.